Event description:
It was reported that (1) device was used during an appendectomy. It was reported by the affiliate that the tsb35 instrument had one malformed staple. Sutures were used to complete the case. The device was discarded.